Event description:
It was initially reported that a physician could not interrogate a pt's device and believed it was due to end of service as he was able to interrogate other pts' devices without any issues. The pt's mother reported that the magnet swipes were no longer aborting seizures were as previously, magnet swipes were partially effective in aborting seizures. A battery life calculation was performed using the data available in the in-house programming database and the results indicated that the generator had reached end of service. The pt underwent generator revision surgery and the explanted generator was returned to the MFR for analysis. During analysis, it was found that the caged module exhibited an out of limit (high) pulsing current. Analysis indicates that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. Using the next lower value resistor, the caged module met all specs. The out-of-limit pulsing current could potentially be a contributing factor to the end of service (eos) condition of the generator, however the battery longevity calculation (blc) determined that the eos was an expected event. As the generator was received in an eos state, the extent to which the increased current consumption may have contributed to a depleted battery cannot be determined.